Manufacturer narrative:
Review of the logfile for the day of treatment indicates the reported lost pupil during treatment. The user was not able to clear the system to go on with the treatment and had to restart the laser. The procedure was progressed to the aborted point and completed the treatment successfully. No further treatments on that day were interrupted. The system showed no issues with the eye tracker during any treatments. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during lasik procedure ablation started with no issues; however, the eye tracker quality was flickering up and down. The laser stopped firing with 44% of the shots applied and two seconds remaining. The eye tracker was raised and lowered with no success. The treatment was aborted and the aborted treatment was reloaded for a second attempt. The laser finished the remaining shots with no further issues. No patient harm reported.